Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a power on reset. The patient was subsequently seen in the clinic and the reset was cleared. The device remains in use .no patient complications have been reported as a result of this event.